Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner.

Event description:
It was reported via phone call that customer received a button error alarm during rewind. Customer's blood glucose was 140 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced.